Manufacturer narrative:
The reported event is confirmed, manufacturing related. The red rubber latex catheter was returned in the opened original packaging. White powdery substance was noted to be present within one of the packages. The powdery substance was confirmed to be snowfloss. Upon further evaluation, no eyelets were present on the catheter, this is out of specifications. The lack of drainage eyes was confirmed to be the cause of the snowfloss as this prevented water from flowing through the catheter during the wash/chlorination machine that would normally remove the release agent. The coude indicator aligned with the curve and the catheter was confirmed to be 14fr using a french a gauge. A potential root cause for this event could be operator error. As no patient involvement was reported the device was not used, however is intended for treatment purposes. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. A label/pack review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the tiemann catheter opened and ready to use and a white powder was found throughout the length of the catheter in the packaging. Stated that the package opened prior to use and not able to use.